Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 for natxmspx11, no cubies were detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 not detected on bus. A field service engineer logged into admin opened diagnostics found all pockets were grayed out. Fse shutdown the station opened back panel of drawer 3.1 and reseated the row board connection in the drawer controller board. Powered on the station performed diagnostic test gets passed. The system functioned as intended after the field service engineer repaired the device.